Manufacturer narrative:
Matsukawa, r., matsuura, h., tokutome, m., okahara, a., hara, a., okabe, k., kawai, s., & mukai, y. (2022). Use of a cutting balloon reduces the incidence of distal embolism in acute coronary syndrome requiring predilatation before stenting. Circulation reports, 4(8), 345-352. Https://doi.org/10.1253/circrep.cr-22-0056.

Event description:
It was reported via journal article that distal embolism occurred. This study retrospectively analyzed data for 175 acute coronary syndrome patients with solid lesions that required predilatation. The patients were divided into 2 groups for analysis, a cutting balloon group and a conventional balloon group. The cutting balloon group contained 39 patients (36 treated with the wolverine cutting balloon and 3 treated with the flextome cutting balloon). The conventional balloon group contained 136 patients (104 treated with semicompliant balloons and 32 treated with non-compliant balloons). Distal embolisms occurred in 48 patients. The occurrence of distal embolism was significantly lower in the cutting balloon than conventional balloon group. Multivariate analysis showed that the occurrence of distal embolism was positively associated with thrombolysis in myocardial infarction grade and the presence of attenuated plaque, but negatively associated with the use of a cutting balloon.